Event description:
Patient representative reported left side "breast discomfort", capsular contracture baker grade iii "with exacerbated symptoms of breast pain radiating to the back and axilla", ¿altered permeability (water-droplet) and gel-bleeding with signs of silicone gel extravasation¿, ¿silicone-induced granuloma¿, "anxiety", and "various inflammations". Patient representative additionally reported the following events, which are all not device-related: ¿tiredness¿, ¿fatigue¿, ¿decrease in vitality¿, "intense muscle pain¿, ¿joint pains¿, ¿diffuse body aches¿, "insomnia", and "asia syndrome". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone-induced granuloma"; capsular contracture, baker grade iii.